Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r-wave oversensing. Programming changes were recommended but not yet completed. The patient condition was unknown. Further information was requested, but not yet received.